Event description:
This pt's tracheostomy was placed on (B)(6) 2016. On (B)(6) 2016 rn placed a speaking valve onto the tracheostomy tube without deflating the cuff. Pt became unresponsive, and resuscitation was not successful.